Event description:
At (B)(6) 2014, the tha was done with ssf stem and trident cup and trident 0° x3 insert, 26mm v40 head. After this, the revision surgery with polyethylene cup and v40 head were done at (B)(6) 2014, because the cup and insert were dislocated.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident 0° x3 insert. An evaluation of the device cannot be performed as the device was discarded in the hospital and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Update 6/30: the cup and insert were dislocated because the insert and head were dislocated when the doctor was repositioned